Event description:
It was reported that during the lead repositioning procedure, atrial port set screw would not engage/tighten. Stripped set screw was suspected. The device was explanted and replaced. Patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the a is1 bi set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.